Event description:
Event description guidant received information from a patient that this implantable cardioverter defibrillator (ICD) was loose in the pocket. Guidant received additional information from the patient, that the device was emitting a growling tone.